Event description:
Boston scientific received information that the patient stated the communicator had no power. During troubleshooting the patient commented that the power cord was hot and smelled. The patient experienced no adverse effects. A new communicator was sent to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the power brick cord was warm to the touch, deformed from heat and a humming noise was present when plugged in. Further inspection revealed that the returned power brick did not output any significant voltage while plugged into a power source and the temperature of the cord was excessively hot. The power brick's green led light was not on while plugged into the power source. Analysis confirmed the loss of power allegation.